Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center remittance lamp on the front panel did not light. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of the air supply lamp on the front panel did not light up at the time of inspection was not reproduced. Since no further information was able to be obtained, a root cause could not be identified. Olympus will continue to monitor field performance for this device.